Event description:
Customer reported having high blood glucose. The customer stated she was having blood glucose higher than 400 mg/dl. The customer's blood glucose was 403 mg/dl at the time of the call. She stated she had treated with the insulin pump. The customer also stated she was having high blood glucose since receiving her serter. She also reported that the adhesive on the infusion sets was sticking to the side of her serter. It was found the issue was not resolved by reviewing proper use of the serter. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened quick serter was inspected and tested. Serter failed per inspection found quick serter barrel walls with excessive glue from quick set tape.